Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin before the procedure, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the clinical representative disclosed the patient went back to work too soon, not following the implanting clinician's post-op instructions. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to patient non-compliance to the IFU (user error - patient).

Event description:
The patient reported the wound at the receiver site was still open and sore. It was determined that the wound was not infected, the wound was healing and no further issues have been reported.